Manufacturer narrative:
Evaluation results: one cadd legacy 1 pump was returned for investigation in used condition. The reported product problem (failed accuracy of -9.05 %) was not evidenced in the event history log. The investigator performed three separate delivery accuracy tests. The customer's concern regarding the failed accuracy was unable to be confirmed. Delivery accuracy testing found the pumps average delivery error to be within the published specification of +/-6%. No fault was found with the pump.

Event description:
Information received a smiths medical cadd legacy 6400 pump failed accuracy -9.05%. No patient adverse events reported.